Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser energy leaked into the fiber cladding while it was inside the patient. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 3.5 mm and appears unused. The ball tip appears damaged. Functional analysis reveals that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal end of the device is clear, bright and scattered. The aiming beam is not exiting out of any other location on the body of the fiber. Effective transmission measures 78.8%. Based on the condition of the returned device, the reported failure could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser energy leaked into the fiber cladding while it was inside the patient. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.